Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, device history record, instructions for use (IFU), quality control (qc), specifications and a visual inspection of the complain device was conducted for the purpose of this investigation. One device was returned in an opened and used condition. Visual inspection reveals complete circumferential separation 1.3 cm distal of the bond joint with longitudinal splitting from break extending 1.5 cm. This device was manufactured with cinc lot number 5578401, which corresponds to raw material lot number j247828. On 02jul2015, a recall was initiated on any product manufactured with lot numbers j238932 and 235424a. A recall expansion was initiated on 07oct2015. This product is within the scope of the recall. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Measures have previously been taken to address this issue. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
Product now on recall was mistakenly used for cag (coronary angiography). The complaint catheter was advanced from right femoral artery and angiography was performed, but tip of it got separated during the angiography and remained in the patient's body. The separated fragment remained in the body was retrieved successfully by using snare. No adverse effects to the patient. Kindly be advised that product now on recall was mistakenly used at a facility and this event occurred. No adverse effects to the patient.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
Product now on recall was mistakenly used for cag (coronary angiography). The complaint catheter was advanced from right femoral artery and angiography was performed, but tip of it got separated during the angiography and remained in the patient's body. The separated fragment remained in the body was retrieved successfully by using snare. No adverse effects to the patient. Kindly be advised that product now on recall was mistakenly used at a facility and this event occurred. No adverse effects to the patient.